Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 70467570, 510k # k050439 and (B)(4) was cleared in the united states. (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Levels involved: t10-s2ai it was reported that on unknown date , post op, screws were found loose. Patient underwent revision surgery for removal.